Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp4967 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redp4967) have been reported from the same facility

Event description:
It was reported the hole perforated in the lumen past the clamp site. No other information provided.